Event description:
The patient reported received an inappropriate shock, having heating around the implantable cardioverter defibrillator (ICD) pocket, and pain around the ICD pocket while the metal counterweight from their deep brain stimulation charging device was positioned over the ICD. Electromagnetic interference was suspected and that their device had been programmed off in response. It was further reported that the patient called to report that the device was burning the patient's chest and the patient's chest turned red. The patient mentions the heat transferring to the patient's palm turning the palm red. The patient associates pain with the device even though the device has been programmed off. It was further reported by the patient that their ICD had malfunctioned and had caused damage to them and had calcified their arteries and scar tissue pulling on the lead. The patient further reported that the "device wouldn't hold in place" and pulled the lead out. The lead was explanted at the time of device explant. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.